Event description:
Reporter stated that patient was admitted to ICU this morning for dka. Reporter is not sure what blood glucose was when the patient was admitted. Reporter stated the patient was sick since 7/2005 and received an electronic error on their device that was unclearable so they removed batteries. Reporter noticed moisture in the display and black splotches as well. Patient was unconscious at the time of the call, so reporter was unable to provide additional information.